Event description:
It was reported that the hcp (health care professional) was having difficulty accessing the center port. It was determined that the pump was flipped. The patient experienced withdrawal with symptoms of increased pain, nausea and weakness. The pt was given oral narcotics to treat the increased pain and withdrawal. The hcp indicated that the pt had surgery to reattach the pump to the fascia surgically. It was also reported that the catheter was revised in early the following month, as the catheter was not properly attached to the pump. The patient outcome was reported as no injury; recovered and doing fine.